Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance led an evaluation of one idrive ultra powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A visual inspection noted no abnormalities. The handle was dismantled for evaluation and a break in connection internal to the bldc board was confirmed through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a ladg procedure, battery and adapter were set onto the handle without problem. The indicators were properly illuminated at the time. Then, nurse tried to load it with a reload, but could not connect the reload to the end. The reload was removed from the handle and then was used with another handle to complete the procedure. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem.